Manufacturer narrative:
Update: b3 - date of event: november 29, 2024.

Manufacturer narrative:
No 011-h3393 product samples were returned for investigation. One (1) photograph was provided by the customer for evaluation. One photo confirms the complaint of one of the bags became detached. The customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided.

Event description:
It was reported that the 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp had aleak issue. It was stated that ¿the patient was disconnected from the peripheral venous catheter. I removed the chemo tree from the IV pole and one of the bags became detached at the base of the tree leading to volatile droplets. This issue already occurred today.¿ photo of the device was provided showing the infusion set. The status of the product at the time of the event is during infusion. There was patient involvement, unknow adverse event/human harm.